Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead helix would not fully retract while being tested outside the patient. The lead was attempted to be placed, but resistance was encountered during the procedure, and the lead was removed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.